Event description:
It was reported during the implant procedure that there were issues with postion/fixation of the lead and undersensing occurred. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. Helix cannot be further tested due to damage. Distal conductor distorted and deformation/fracture of the inner coil causing extension problems.